Event description:
On (B)(6) 2024 an ilet user's healthcare provider (hcp) reported the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/4/24. On 10/4/24 the user had eaten breakfast without announcing it, causing their bg to rise, prompting the ilet to begin corrections. The user later announced their breakfast after the ilet had already started correcting for the high bg, which resulted in a bg drop to 23 mg/dl. The user was administered glucagon, glucose gel (24g), and 8 ounces of apple juice and was taken to the ER by ambulance for further treatment, as they were unable to administer treatment themselves. Immediate effects included sweating, with the nurse noting the user was somewhat unresponsive, although it was unclear if they were truly unresponsive. The hcp stated the user is likely going to go back to previous therapy as they may not be capable of using an insulin pump.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user announcing their meal too late, after the ilet had already delivered correction insulin for their rising glucose levels, resulting in an excess of insulin relative to their need.